Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. Entrapment/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g4 date was filed incorrectly on the initial medwatch report as 3/25/2020, but should have been 3/26/2020.

Event description:
Additional information received: a 6f sheath was used and hemostasis was achieved via surgical suturing.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first device attempted got stuck in the groin. The device was manipulated to try to remove it; however, the device separated leaving the sheath in the anatomy. A cutdown was performed to retrieve the sheath and the pre-close technique was aborted. The tavr procedure was completed. The method in which hemostasis was achieved was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.